Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt something odd yesterday in the chest and was worried if a lead was pulled loose. The patient noted that they are no longer feeling this today. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.